Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Blood glucose reading 130mg/dl. It was also mentioned that the customer had a bent cannula. Customer declined troubleshooting. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed bicarbonate buffer test. All 3 sensors passed per spec with accurate readings. Also found all 3 sensors cannula bent.